Manufacturer narrative:
Product ID 3889-28, lot# va01hrl, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a pocket revision, "premature" battery depletion, pain, and low impedances. It was stated that there were impedance readings of less than 250 ohms, and one reading was less than 50 ohms two weeks following implant. It was not known whether or not the pair(s) were being used in programming. It was noted that the impedances were "normal" during at implant. There was no stimulation sensation, and no falls or trauma. The patient reportedly had a "good" response during the trial, but since implant, stimulation had "never helped." It was stated that the pocket revision, which was completed on (B)(6) 2012 and involved shutting off the ins, was due to the patient stating that she was having "dull, aching pain" and felt that the ins had "moved closer" to the surface of the skin. It was noted that the implant could not be seen, but it was "easy" to palpate. It was stated that the patient programmer indicated end of service (eos) three days after pocket revision. The following day, it was reported that the impedances were "normal" and battery longevity showed 78 months. It was noted that there was no message indicating eos had occurred. The patient reportedly felt stimulation "appropriately." It was indicated that the ins was off when the device was interrogated. Two days after the initial report, it was reported that the patient previously turned the ins off and that the device did not turn off by itself. It was confirmed that there was a device flip, stating that the physician noticed that the ins was "etched side down" when he opened the pocket. It was noted that the patient "did say she felt it flipped in the pocket." It was noted that serial number was not reset during the first interrogation and that the lead was not disconnected from the ins during the revision. It was later reported that all impedances were "normal" and that the battery had not discharged. It was stated that the patient was not seeing "as good of results" as she did during the trial period. The patient reportedly had to perform self-catheterization "once per day." It was noted that reprogramming had helped "some," but the outcomes were "not as good as they were during the trial." If any additional information is received, a supplemental report will be sent.